Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data file showed that CPR compressions were recorded during the analysis event. In this case, the presence of CPR caused significant artifact (noise) to occur impacting the baseline which resulted in the analysis algorithm determination of shockable. It is critical that users do not perform compressions during a waveform analysis as it can cause significant artifact that can affect the results of the analysis. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. No trend has been identified against similar report of this nature.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while anticipating the treatment of an already deceased patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. There was no discernible rhythm. Complainant indicated that the patient expired approximately 4 hours prior to the device being brought into the room.